Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed white septum material floating in the syringe. Additionally, the customer did not observe drops of insulin during the fill tubing sequence. No reported adverse impact to the customer's blood glucose. The customer changed the cartridge and resumed insulin delivery.